Event description:
During a sigmoid colectomy with end to end anastomosis, extensive lysis of adhesions, and intraoperative colonoscopy, this stapler device was inserted into the colon by the surgeon to close the anastomosis of the colon. The surgeon had to perform a manual end-to-end anastomosis which extended the surgical procedure time by approximately 2 hours.